Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/16/2021, it was reported by a sales representative via sems that an ar-9625 hex driver tip broke off the driver into the head of an implanted screw. This was during a procedure on (B)(6) 2021. The surgeon was unable to retrieve the tip and was left inside the patient. There will not be a planned second procedure at this time.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/16/2021, it was reported by a sales representative via sems that an ar-9625 hex driver tip broke off the driver into the head of an implanted screw. This was during a procedure on (B)(6) 2021. The surgeon was unable to retrieve the tip and was left inside the patient. There will not be a planned second procedure at this time.